Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The jaws appeared to be in alignment and the clip retainer and push fork and jaw clearance were acceptable. Upon eval, the device was functionally tested. The device cycled, fed and loaded the six remaining clips as intended. The clips all had proper pinch and alignment. In addition, after all of the clips were fired, the locking mechanism engaged as intended. The device history record was reviewed and no discrepancies were noted. No conclusion could be drawn as to what may have caused the reported event. Ethicon endo-surgery, llc is conducting a voluntary recall of certain model er320 devices. Sterilmed initiated a pass-through recall on 05/07/2013 of all reprocessed er320 models and notified its customers thereof.

Event description:
It was reported that two devices misfired during a laparoscopic cholecystectomy. The clips from the devices "scissored" and "didn't hold." It was unclear whether one of the devices also fired two clips at one time. A photo of the event showed one crossed clip and at least two clips that appeared misaligned. The patient was not injured. This report is for the first device. See MFR report number: 2134070-2013-00110 regarding the second device.